Event description:
It was reported that the graphic user interface (gui) display went blank during patient ventilation and the ventilator did not alarm. The ventilator was removed and replaced by another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). During ventilator inspection, the gui was found blank; urgency indicators and audible alarm were on. To resolve the issue, the gui central processing unit(cpu) printed circuit board (pcb) and two gui backlight inverters were replaced. The unit then passed all performed calibrations and testing and was returned to service.